Event description:
A report of a kink in the arterial line has been received from a dialysis facility. The kink was noted when the arterial line was removed from its package. It has been learned that the line was not used. The sample is available for an evaluation.